Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasion at 2.0 cm to 3.3 cm from the distal tip exposing the outer coil, consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.